Event description:
A customer reported to olympus, the evis exera iii colonovideoscope when plugged into the processor display an e315 (unsupported scope) error. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e315 (unsupported scope) error was confirmed. In addition, the endoscope position detecting unit had a function error. The switch button 1 had a cut. The bending angle was reduced due to elongation of the angle wire. The play of the angulation knob was out of specification due to elongation of the angle wire. The plastic distal end cover had chips, scratches, and dents. The objective lens glue was peeling, chips on the side, and scratches on the lens. The light guide lens had cracks, peeling glue, and small chips on the side. The bending section cover glue was cracked. The insertion tube glue was cracked. The insertion tube had minor snakiness and surface scratches. The control body had fluid invasion. The light guide tube had surface cuts. The scope connector protector boot had small damage. The scope connector had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device, causing abnormality in electronic components, leading to the occurrence of the suggested event. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.